Event description:
Same case as MFR# 2134265-2011-02492. It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). It was noted that an unknown stent was implanted six year ago and restenosed. The lesion was predilated with a 2.5x20mm balloon and then a 3.0x28mm ion stent delivery system (sds) was advanced to the ostial lesion and deployed. It was noted that the stent was well positioned and apposed in the lesion. The physician attempted to advance a second 3.0x28mm ion sds to the distal lesion; however, the device was unable to cross the previously placed ion stent and became stuck on the proximal edge of the stent. When the physician attempted to remove the second ion stent, severe withdrawal resistance was encountered. While removing the device, the first ion stent was pulled back 2cm in the lesion, outside the ostium and into the aorta. The physician was able to remove the second ion stent from the patient, leaving the first stent outside the ostium of the rca. The physician wanted to place another stent in the lesion, but was unable to re-engage the rca. The procedure was ended at this point with no patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).